Event description:
It was reported by the physician to the sales rep that while pulling back on the stent, approx 1/3 had been withdrawn from the ureter. At this point, the pt exhibited extreme discomfort and the physician couldn't withdraw the stent any further. The pt was taken to the hosp and an x-ray was performed which showed that the stent had kinked at the side hole port. The stent had folded over on itself and the tip of the stent was poking at the ureter. With the use of a ureteral scope and guidewire, the physician, dr removed the stent from the pt. The pt is reported as fine. The product is being returned for co's eval. Visual examination of the used ret'd stent confirmed a kink just below the proximal pigtail. It appears that the stent was subject to forces greater than its strength causing the stent to bend. Physical, non-destructive test confirmed the stent was soft and pliable and was manufactured to specifications. The root cause of this complaint could not be determined. Co is unable to determine why difficulty was encountered when removing the stent. Manufacturing notified.